Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged at one month visit. Additional information indicated that the lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.